Manufacturer narrative:
. Manufacturer narrative: elevated iop, pigment dispersion, retinal detachment, and lens repositioning are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
In the article, "shallow anterior chamber depth: is this a contraindication, or are there options for phakic lens implantation," the author discusses refractive errors that can lead to social and economic consequence for patients and their families. The study's purpose was to estimate clinical results after phakic lens implantation in patient with high myopia and shallow anterior chamber dept during a 24-month period. In the study, patients with high refractive errors experienced elevated iop, retinal detachment, and pigment dispersion. Lens repositioning was performed, or medication was provided.